Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and broken force sensor was detected during seating or regular delivery alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received broken sensor alarm and display was frozen. The customer¿s blood glucose was 300 mg/dl at the time of the incident. The customer was assisted with troubleshooting but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.